Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade 6/7f was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. Upon arrival in recovery, a small swelling was noticed in the access site area and pressed out. As swelling continued the patient was brought back to the lab and a radial access was performed to assess the cause of the swelling and pseudoaneurysm was located at the initial access site in the right common femoral artery. This was corrected through surgical intervention. An angio was performed after the surgical intervention which verified the pseudoaneurysm was successful corrected.